Event description:
A foley catheter was inserted with ease. There was no urine returned. When aspiration was attempted it was unsuccessful. The catheter was removed and the practitioner was unable to irrigate it.